Event description:
I had the essure procedure in 2007 after my second child was born. This product has stopped fertility, but has caused my uterus to swell causing pain, discomfort, and heavy bleeding. I found out my uterus was swollen by my gynecologist who thought that it could be my bladder causing these symptoms. I went to a urologist, had several tests done only to find out that my uterus is swollen from the essure procedure. I found out a few years ago that if you have a nickel allergy that this product is not safe to insert into the tubes and will cause side effects. I have unfortunately have a nickel allergy. I was not told that a nickel allergy would cause these side effects with the essure procedure. This product needs to be recalled for any women that have a nickel allergy. It is the FDA's responsibility to make sure that people are aware of the damaging side effects of any product.